Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer believed the pump was not delivering insulin as the pump fill estimate was stagnant. Tandem's technical support had the customer perform a system check and verified that the pump was delivering insulin. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the supplies were changed to address the event. Blood glucose was in the 600's (mg/dl) which was addressed with a manual injection.